Event description:
It was reported that after a right transcarotid artery revascularization (tcar) procedure, the patient woke up with left arm weakness. Imaging revealed acute stent thrombosis and the physician elected to perform thrombectomy. The patient was on dual antiplatelet therapy (dapt), and it is unclear if a p2y12 platelet function test was performed. Further, it was noted that the patient was hypotensive for approximately 6 minutes and had heart rate variability post tcar. The patient's symptoms have improved, but the patient had not made a complete recovery. At this time, it is unknown if the reported event is due to procedural issues, patient resistance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event is related to procedural issues, patient resistance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.